Event description:
This is filed to report clip opening while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation grade 4. The patient was presented with medial p2 flail and medial p1 flail. First clip (20721r1008, cds0706-xtw) was implanted medially with no reported issue. The clip passed both establishing final arm angle (efaa) tests. When assessing for second clip, it was noticed that mr increased to grade 3. Imaging showed the first clip had opened about 45-49 degrees. A second clip (20721r1007) was implanted lateral to first clip for stabilization and mr reduction. It was decided to implant a third clip for further mr reduction and stabilization. During preparation of (20825r1037, cds0706-nt), after testing the lock per IFU, the clip would not open. Closed the clip further and retracted lock lever past the blue line. The clip opened and was placed medial to the first clip on a3/p3. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue at this time. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The provided image and videos were reviewed by a clinical r&d staff engineer. The reviewer stated, ¿one hundred seventy-six (176) echocardiographic videos and one (1) fluoroscopic still image were provided. The fluoroscopic still image shows two fully deployed clips and a third cds (with clip attached to delivery catheter) in view. It was reported that the second clip (no reported issue) was deployed lateral to the first clip, while the third clip (reported for clip actuation issue during preparation) was deployed medial to the first clip. Thus, the central clip in the image is the first clip reported for clip open while locked (cowl, post deployment). The clip arms of the first clip (central) appear to be at an angle of ~45°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. No pre-deployment fluoroscopy of the first clip was provided and a comparative assessment regarding clip arm angle cannot be made. All 176 echo videos were reviewed and span the entirety of the procedure including initial assessment, prior to sgc insertion, through deployment of the third clip: ¿ the first seventy-seven (77) videos were taken initial assessment, transpetal puncture, and sgc insertion into the left atrium. ¿ twenty-six (26) videos were taken during usage of the first cds reported for cowl post deployment. The videos show a normal cadence of use in accordance with instructions for use, with no issues or abnormalities observed. The videos provided show the cds was positioned medial a2/p2 which aligns with the reported incident details. The videos were further assessed to identify videos capturing the clip arms grasped and fully closed onto the leaflets pre deployment and post deployment to compare the arm angle. The lvot view (or similar x-plane view) captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will only show one clip at a time (front facing view of clip, perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. One video of an intercommissural view (65°) with an x-plane similar to lvot shows the clip grasped onto the leaflets and attached to the delivery catheter, indicating the video was taken prior to deployment. The clip arms appear to make a distinct "v" shape, indicating the clip is fully closed (~10° - 20°); this is an estimation based on a visual assessment with the naked eye and cannot be confirmed. There was no comparable video of the first clip post deployment to assess the clip arm angle; subsequent videos provided focused on the second and third cds devices. Two videos taken post deployment of the first clip provide a 3d en face view of the mitral valve, both with color doppler. The regurgitation volume is noted to have increased in the second video, as compared to the first video, with a regurgitant jet forming lateral to the first implanted clip. This aligns with the reported incident details that mr was observed to have increased sometime post deployment while assessing if a second clip is needed. The 3d en face view is an atrial view of the "top" of the valve, such that the clip itself cannot be directly visualized as it is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be discerned in this view. Further assessment of these two 3d en face videos was conducted, pausing the videos on a frame best capturing the view of the tips of the clip on the leaflets. The relative distance between the tips of the clip arms in the second video (lateral regurgitant jet is formed) appears to be slightly larger than in the first video (no lateral jet) which is indicative of clip arm opening (see provided figure). However, the actual distance cannot be confirmed nor can a degree amount in a potential clip arm angle change be provided. Rather, the videos provided suggest some potential, however minimal, change in clip arm angle post deployment but ultimately cannot be confirmed. ¿ the remaining 73 videos provided were taken during usage of the second cds (no reported issue) and third cds (reported for clip actuation issue during preparation) and align with the reported incident details regarding clip placement, with no observed issues during use in the patient. As the reported clip actuation issue for the third cds occurred during preparation and not in the patient, no comment regarding this observation can be made.¿